Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced a stopper that could not be removed from the tubes. The following information was provided by the initial reporter: customer complaint about 30% with decapping issue, the tube shield could not successfully been removed from the tube, stopper still on the tube. Hospital clinical laboratory using chinese domestic automatic separate shield centrifuge machine (using centrifugal force to separate the shield with stopper from tube).

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper closure separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and stopper closure separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper closure separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and stopper closure separation was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced a stopper that could not be removed from the tubes. The following information was provided by the initial reporter: customer complaint about 30% with decapping issue, the tube shield could not successfully been removed from the tube, stopper still on the tube. Hospital clinical laboratory using chinese domestic automatic separate shield centrifuge machine (using centrifugal force to separate the shield with stopper from tube).